Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the hitting of the insert for the placement of the cup, the inserter fractured. No pieces fell into the patient and there was no delay of surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection verified the weld fractured between the strike plate and handle body. Strike plate shows dents and dings on the surface from use. Sem analysis indicates the strike plate weld was fractured and there is also post-fracture damage. The fracture artifacts suggest a possible overload fracture of the weld. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.